Event description:
A parent via e-mail reported that, while their son was brushing his teeth yesterday, the toothbrush head on his oral-b junior toothbrush was loose and when they removed the brush head, the metal part where it fit was broken. No injury was reported.

Manufacturer narrative:
10-jan-2022 case update: the reporter informed the company that the product has been discarded.